Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 22 mmol/l at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had insulin flow blocked alarm. Retainer ring had cracked. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = missing on (B)(6) 2021, customer alleged cosmetic damage located at the retainer, hospitalized for high bg, insulin flow blocked alarm and pump under delivery. Pump received with missing retainer ring. Unable to perform displacement test, occlusion test and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay and cracked select keypad overlay. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm during testing. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date of (B)(6) 2021. However, on (B)(6) 2021, found two insulin flow blocked alarm in the pump history at 23:28:50 during fill cannula and 23:29:35 during fill cannula. Also in the pump history there is no unexpected alarms/suspends and found two bolus deliveries that the customer manually programmed and delivered at 16:27:34 of 10.875u and 23:28:14 of 5.05u. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (mv). The motor was tested outside of the device on the ngp stb3 and passed. Missing retainer ring confirmed. Unable to perform displacement test, occlusion test and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unable to verify customer complaint for high bg. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump under delivery and insulin flow blocked alarm was not confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm and was under delivering. Customer's mother stated that the customer was hospitalized due to high blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 22 mmol/l at the time of incident. The customer¿s current blood glucose value was 17 mmol/l. Customer was treated with injection pen.

Manufacturer narrative:
The insulin pump involved in this event is the (B)(6) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6. Component code has been updated and provided with this report in section h6. Health effect ¿ impact code has been updated and provided with this report in section h6. Additional manufacturer summary has been updated and provided with this report in section h10. Report source has been updated and provided with this report in section g2. Occupation has been updated and provided with this report in section e3. Product problem has been updated and provided with this report in section b1. The information provided with the initial report in section h6 (2364 and 1069) was incorrect. The information provided with the initial report in section b1 (adverse event) was incorrect.